Event description:
It was reported that the pt fell and afterward the pt had no stimulation from her scs system and was unable to establish communication between her scs ipg and external devices. Additional info received identified an sjm rep met with the pt and confirmed the system had no device output. The pt's ipg was explanted and replaced, and the pt is reportedly receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.